Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -12.50/3.5/118 (sphere/cylinder/axis) was intended to be implanted into the right eye (od) of a patient with pre-existing cataract in the operative eye and progressive myopia. The lens was not implanted.

Manufacturer narrative:
A4-a6:unk. H6: off-label use: pre-existing cataract in the operative eye and progressive myopia. Claim# (B)(4).

Manufacturer narrative:
H4 - device manfucture date - 01-feb-2023. Claim#: (B)(4).